Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a drain complication encountered alarm during drain 2 of 7 of treatment and blood clots were observed in the lines. At that point, the patient was advised to discontinue treatment and call the peritoneal dialysis registered nurse (pdrn) regarding the blood clots. Upon follow-up, the pdrn stated the patient had a scheduled out-patient surgery for an umbilical hernia on (B)(6) 2021, and stated the blood clots were attributed to the surgery. Per pdrn it is unknown if the umbilical hernia was pre-existing prior to the start of pd therapy. The pdrn stated the cause of the umbilical hernia is unknown. It was indicated the hernia repair was pre-planned and took place after the patient did all the pre-surgical clearance appointments. The nurse reported the patient was not experiencing any pain or any other symptoms or issues with the umbilical hernia. Per the nurse, the patient has not had any increased intra-peritoneal volume (iipv) events nor any malfunctions with the fresenius cycler associated with the hernia.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of blood clots, and an umbilical hernia which warranted surgical intervention. The etiology of the hernia is unknown; therefore, causality cannot be established. While there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred; it is unknown when the umbilical hernia formed. Therefore, the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the creation and/or exacerbation of the patient¿s umbilical hernia. Hernias are a well-known potential complication of pd therapy, due to the increased intra-abdominal pressure created during treatment. This pressure can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter also increases the risk of hernia formation. Should additional information become available, this clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis (pd) patient reported a drain complication encountered alarm during drain 2 of 7 of treatment and blood clots were observed in the lines. At that point, the patient was advised to discontinue treatment and call the peritoneal dialysis registered nurse (pdrn) regarding the blood clots. Upon follow-up, the pdrn stated the patient had a scheduled out-patient surgery for an umbilical hernia on (B)(6) 2021, and stated the blood clots were attributed to the surgery. Per pdrn it is unknown if the umbilical hernia was pre-existing prior to the start of pd therapy. The pdrn stated the cause of the umbilical hernia is unknown. It was indicated the hernia repair was pre-planned and took place after the patient did all the pre-surgical clearance appointments. The nurse reported the patient was not experiencing any pain or any other symptoms or issues with the umbilical hernia. Per the nurse, the patient has not had any increased intra-peritoneal volume (iipv) events nor any malfunctions with the fresenius cycler associated with the hernia.